Event description:
It was reported that during surgery the adenoid tip broke off from the grey hub. No impact to pt reported.

Manufacturer narrative:
(B)(6) 2012: this MDR is being filed based on a retrospective review of complaints received by the MFR. The device was not returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk therefore; a review of the mfg documentation could not be performed.